Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient had paresthesia in an undesired location. Since 3 to 4 weeks prior to the report the stimulation was painful when it was on and the patient had no relief from the stimulation. The stimulation was very uncomfortable. This change was considered sudden. The stimulation was being felt in their stomach and not in their back where it was needed. There were no falls or trauma associated with this event. The patient's stimulation was reprogrammed and they adjusted the adaptive stimulation settings for the lying position. There was no known cause and reprogramming fixed the issue. The patient's indication for use was non-malignant pain.